Event description:
Rn was using vamp in line to draw blood. Line broke at vamp site which is a site that does not disconnect: not a leur lock site. The patient began to bleed out of the arterial line. The rn was able to turn the stopcock to stop the bleeding. Rn changed the tubing and sequestered the broken tubing. No permanent harm to the patient.======================manufacturer response for arterial line tubing, pressure monitoring kit with truwave (per site reporter)======================reported to (B)(4). Will send us the bio kit to send tubing to edwards. Edwards will send a letter to us with the results after testing.